Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler after calibrating the cycler for a pressure not constant alarm and the patient¿s alleged hypervolemia and overfill and subsequent hospitalization for pulmonary edema. Based on the available information, the liberty select cycler cannot be excluded as a causal/contributory factor in this event due to known risk of potential harm if pressure sensors not calibrated correctly. Patients with end stage renal disease are particularly vulnerable to fluctuating volume status due to disease process. The goal of renal replacement therapy is to help the patient achieve a euvolemic state in order to mitigate consequences of renal failure such as hypervolemia which can lead to more serious complications such as pulmonary edema.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to an overfill. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient was admitted to the hospital for pulmonary edema. The hospital discharge summary and cycler treatment information is not available, per the nurse. Details surrounding the patient¿s hospitalization are unknown as the hospital discharge summary is not available (reported by the nurse). However, it was reported the patient continued pd therapy while hospitalized. On (B)(6) 2019 the patient was discharged home continuing pd therapy with the home cycler. Per the patient¿s nurse, the cause of the pulmonary edema is unknown. However, it was alleged that the calibration of the cycler may have led to the cycler not removing fluid from the patient correctly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.